Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for non-malignant pain. The pain pump was not working correctly. No symptoms were reported. The patient disconnected the call once it was known patient services was closed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.